Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that there was spraying and leaking from the nexus tko and onelink needleless connectors when placed at the non-affixed, non-power y-site gripper plus port needle. The leaking/spraying occurred from the septum of the nexus tko, and the onelink leaked from the threaded connection point. The event occurred during infusion while the nurse was flushing from the lower portion of the port needle extension, and saline splashed onto the nurse. There was patient involvement, and no patient harm/adverse event reported.